Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the sadd board found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found error 319 pointing to surgeon side console (ssc) advanced display driver (sadd) board. Fse replaced sadd board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The sadd was analyzed. Failure analysis found error 319 upon reviewing the error logs but could not replicate the reported issue during testing. The sadd was visually inspected, and no issues were found. The unit was installed onto a known good system and powered on with no issues. The fiber optic light levels were inspected, where they were found to be within the expected range. The touchpad was tested for touch functionality, where it was found to be working normally. The system was left to idle for six hours, and power cycled five times with no issues. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure with a dual console setup, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 319 occurred on console #1. The customer elected to use a single console (console #2) to continue with the procedure. The procedure was competed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with intuitive surgical, inc. (Isi) clinical sales representative (csr) and obtained the following additional information: error 319 on the console was identified prior to starting the procedure. Surgical ports were not placed on the patient when the issue was identified. There were no patient injuries.